Manufacturer narrative:
Correction number: 1627487-07262012-002-r. This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt has a burn at the ipg site. It was also reported the pt experiences a burning sensation at the ipg site whether stimulation is on or off. In turn, an sjm representative will meet with the pt.